Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error did not reoccur and the sensor session was successfully started.